Manufacturer narrative:
The device was evaluated and repaired by the provider. The hand control was replaced and the device is working properly.

Event description:
Alleges pushing button to lift up to standing position it began to lift then began to recline while still pushing the lift button on the hand control. Alleges then left off the button and it kept reclining and did not stop until it dropped and fell back into a flatter position. Had to call 911 for the fire department to assist her in getting out of the chair. There were no injuries.

Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges pushing button to lift up to standing position it began to lift then began to recline while still pushing the lift button on the hand control. Alleges then left off the button and it kept reclining and did not stop until it dropped and fell back into a flatter position. Had to call 911 for the fire department to assist her in getting out of the chair. There were no injuries.